Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device was affected. Re-implantation is considered.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted. At explantation, 4 channels were seen extra-cochlear.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, during explantation surgery four channels were found extra-cochlear due to a post-operative migration of the electrode array. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, during explantation surgery four channels were found extra-cochlear due to a post-operative migration of the electrode array. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted. At explantation, 4 channels were seen extra-cochlear.